Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:56 pm CT. The report number is being corrected from: 2134265-2018-64182 to: 2134265-2018-62873.

Event description:
It was reported that balloon rupture, removal difficulty and a shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00 x 38mm synergy ii drug-eluting stent was placed in the lesion; however, it was noted that the stent delivery system (sds) balloon ruptured. During removal, severe resistance was felt and the shaft of sds got separated inside the guide catheter. The sds was removed together with the guide catheter and guide wire. After removal, the guide catheter was flushed outside the body, and it was noted that all parts of sds were all removed. The stent was placed without any problem and the procedure was completed. No patient complications were reported. Device evaluated by MFR: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. The stent was not returned for analysis. The complaint report stated that the stent was deployed in the patient. The balloon cones were reviewed, and it was noted that the distal end of balloon was bunched. The balloon body was filled with hardened medium resembling blood. During analysis, a functional testing of the balloon was performed; the device was left to soak at 37 degrees celsius in a water-bath to soften the medium resembling blood that was inside the balloon body. An attempt was then made to inflate the balloon and at 11 atmospheres, a balloon pinhole leak was observed at 25 mm distal from the distal end of the proximal markerband. The inflation aids were connected to the broken part of the shaft polymer extrusion then connected to the inflation device during functional testing since the shaft was broken. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft during analysis. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that the outer shaft polymer extrusion was broken at 35 mm distal from the wire exchange port and the inner shaft polymer extrusion was broken at 110 mm distal from the wire exchange port with inner shaft polymer extrusion stretched. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system during the withdrawal attempts. A piece of black material was returned separate to device. It was observed during analysis that this piece of black material did not appear to be part of the returned device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that balloon rupture, removal difficulty and a shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00 x 38mm synergy ii drug-eluting stent was placed in the lesion; however, it was noted that the stent delivery system (sds) balloon ruptured. During removal, severe resistance was felt and the shaft of sds got separated inside the guide catheter. The sds was removed together with the guide catheter and guide wire. After removal, the guide catheter was flushed outside the body, and it was noted that all parts of sds were all removed. The stent was placed without any problem and the procedure was completed. No patient complications were reported.